Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experiencing elevated blood glucose levels in the 300's mg/dl. Caller alleges pump is not delivering properly. No adverse event reported. Requested return of the alleged device for evaluation.